Event description:
Facility reports the hangar bar fell from the lift.

Manufacturer narrative:
All part are on lift. Bolt is intact, not sheared or stripped. All component design to prevent hangar bar bolt from backing out where in place. Facility has not released lift for evaluation.